Event description:
The customer reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer performed a reset on the pump themselves, and technical support decided to replace the pump. The customer was instructed on returning the problematic pump to tandem and advised on programming settings and connecting their cgm to the replacement pump. A replacement pump was sent to the customer.